Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, customer called back with a nonrecoverable 31030 fault on startup and the system would not shut down. Technical support engineer (tse) had customer perform a hard power cycle on the system, the system powered back up with a 319 fault on universal surgical manipulator (usm) 4. Customer disabled usm4 to continue with the case. Tse informed customer targeting and table motion will not be available for todays cases with the arm disabled. Customer is continuing with set up. The procedure was continued as planned with no reported injury.